Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a recon procedure the device pulled out bits of the wires. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 17-feb-2022: it was confirmed that the guide wires were torn.

Manufacturer narrative:
The reported event was confirmed as the suppliers evaluation revealed a broken anti-rotation pin between connector and outer sleeve which allows the attachment to rotate. The attachment was produced in 2017 and therefore 5 years in use. Considering the age of the device, the reported event is most likely due to wear and tear.